Event description:
It was reported that patient underwent plastic surgery on (B)(6) 2024, and suture was used. During the procedure, nineteen out of thirty-six sutures broke at the needle connection; needle and suture simply separated, no fragments were generated. The surgeon tried more sutures from same box then eventually opened a new box, the remaining seventeen were not used. Procedure was completed successfully with an unknown delay. There was no patient consequence. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-04552, 2210968-2024-04553, 2210968-2024-04554, 2210968-2024-04555, 2210968-2024-04556, 2210968-2024-04557, 2210968-2024-04558, 2210968-2024-04559, 2210968-2024-04560, 2210968-2024-04562, 2210968-2024-04563, 2210968-2024-04564, 2210968-2024-04565, 2210968-2024-04566, 2210968-2024-04567.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 5/2/2024. Additional information was requested, the following was obtained: all available info was included with the original submission this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.